Event description:
It was reported intermittent occlusions occurred. The customers blood glucose level reached 568 mg/dl, elevated blood glucose was addressed with a manual dose injection. The customer attempted to resolve occlusions with a site change but occlusions would continue. The customer continued to use the pump for insulin therapy but delivering smaller boluses.